Manufacturer narrative:
Additional information was received on 1/26/2026 stating "the patient is still on support. They switched the aic to another aic and have not had any issues involving placement signal not reliable (psnr)." If the device is saved by the staff, it will be returned. No further details provided. However, the pump has subsequently been explanted on (B)(6) 2026. The explantation date was reported on MFR report number 1220648-2026-01706, follow up #1. Updated: g1 MFR contact fax number added.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced placement signal not reliable alarms and a yellow controller error on the automated impella controller (aic), that required the aic to be replaced, during support. It was reported that approximately 2-3 hours following the insertion of the impella 5.5 in the operating room, the device alarmed for placement signal not reliable. It was noted that the white cable was fully inserted, and the pump¿s position was confirmed by echocardiography. It was noted that the performance (p) level was at p8 with flows as expected at 4.8 l/min. Additionally, the motor current was pulsatile. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. Additionally, on the second day of support, the medical team reported a yellow controller error occurred with the aic. The aic was replaced and it was reported that the placement signal issue from the previous day was resolved. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient remains on support with the impella 5.5. This complaint involves two impella devices: impella 5.5 with serial number (B)(6), automated impella controller with serial number (B)(6). This MDR specifically addresses impella 5.5 with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
Updated information: h6 component code changed from g04105 to g07001. The investigation for the placement signal issue has been completed. Based on the signatures noted in data log review in conjunction with the clinical details provided, it was determined that the console was the most likely cause of the placement signal issue. There was no pump defect noted.

Manufacturer narrative:
Product complaint # (B)(4). H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. No product return. Data logs available. Placement signal issue: a psnr alarm was reported on (B)(6). The following day, the console was swapped out and the ps issue resolved. Data logs were reviewed for the pump on (B)(6) and the report was confirmed. The morning of (B)(6) the psnr alarm triggered, and contrast began to oscillate between +/-3200, snr dropped to 0 and gain and light both dropped. The alarm did not resolve for the rest of the logs, however, clinical details report that when the console was swapped out, the ps issue did resolve. The pump was not returned for investigation. Based on the signatures noted in data log review in conjunction with the clinical details provided, it was determined that the console was the most likely cause of the placement signal issue. Therefore, there was no defect found with the pump. Investigation summary: placement signal issue: based on the signatures noted in data log review in conjunction with the clinical details provided, it was determined that the console was the most likely cause of the placement signal issue. Therefore, there was no defect found with the pump. Please refer to (B)(4) for an investigation into the console. Device history lot: device lot: 2010860. Device history batch: subcomponent lot: n/a, device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Additional information was provided in b5 (event description). Upon review, it was added due to new information received.

Event description:
Additional information was received indicating that an rn state that the impella aic started having a psnr alarm at approximately 6:30 last night. The pump was placed in the or approximately 2-3 hours prior. The white cable is fully inserted and position confirmed by echocardiography. Patient is on p8 with flows approximately 4.8l, motor current pulsatile.